Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung cancer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung cancer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This report was filed in error under the incorrect cfn/fei # 3004961434. A new report will be filed under the correct cfn/fei # (B)(6). The issue was previously reported on MDR 3004961434-2023-00006.